Event description:
Caller alleged discrepant troponin I (tni) results on triage cardiac panel test vs siemens vista on one pt. Pt complained of shoulder/chest pain. Pt was not admitted to the hospital. No further pt info was provided. Sample type: edta-whole blood (wb).

Manufacturer narrative:
No discrepant or precision issues were observed with any of the ten (10) whole blood donor samples tested on cardiac w50621 (n=3/donor). All tni values were <0.05ng/ml. All results of the testing met the release requirement for the device. We have 95% confidence that the devices will demonstrate at least 95% reliability since all devices were well below 0.1 ng/ml for tni. No product deficiency was established. No pt sample was returned to rule out sample specific interference that is know to affect analyte recovery. As of (B)(4) 2012, there is one complaint against this device lot.